Event description:
It was reported that shortly after device change-out, the patient was feeling symptomatic. A holter recording which was taken showed pauses up to five seconds long. Impedance and pacing threshold have been stable, and pocket manipulation and isometrics showed no oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.